Event description:
The customer reported a gravity primary infusion continued to drip after nurse closed roller clamp. The customer further reported that there was no pt harm or medical intervention and that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the product will be returned if their risk management department approves the set return. At this time, the device has not been received. Should the device be received, a follow up report will be submitted with the eval results.